Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of external electromagnetic interference (emi) on the atrial channel, and inappropriate mode switch in response. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.